Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module had a battery replaced on (B)(6) 2024 and a self-test was performed. Vad coordinator also performed a self-test on (B)(6) 2024. On (B)(6) 2024, the power module was brought from the equipment room to the 6th floor where a self-test caused a yellow wrench and continuous alarm. The battery was disconnected. The unit was picked up the next day and reconnected the battery to see if it would charge or if it would clear the alarm. It would not. The battery clip felt fully seated on the battery terminals. The battery and terminal showed pitting.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h6, health effect - impact code: corrected. Section h6, medical device problem code: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm and pitting on the battery and battery clip contacts was confirmed via evaluation. Customer submitted photos revealed corrosion on the streamline battery cable and backup battery contacts. The heartmate power module (serial number (B)(6)) was inspected at the service depot and visual inspection confirmed the reported event. No connection was being made with the power module and multiple 12 volt test batteries due to the corrosion on the battery clip contacts. The damaged parts were replaced, and the power module underwent functional checkout. All applicable tests passed, and the unit was returned to the customer site. The replaced streamline cable and backup battery were forwarded to product performance engineering (ppe) for further analysis. The forwarded streamline battery clip and backup battery were placed in a known working test power module and the power module had a yellow wrench, red battery alarm, and constantly alarmed. The root cause for the yellow wrench alarm was determined to be due to corrosion on the battery and battery clip contacts; however, a root cause for the corrosion was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. In addition, it instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.